Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.we are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (location not specified) while wearing the device longer than 48 hours. The patient stated that they developed an abscess that required it to be lanced and drained. The patient also experienced nausea, vomiting, swelling, and a foggy brain. Reportedly, the abscess was formed on the insertion site from a pod worn on may 30, 2026. The patient removed the pod on may 31, 2026 and noticed pus coming out from the insertion site. They went to the emergency room on june 7, 2026 for a period of 4 hours. They were treated with antibiotics, imaging studies, and the abscess was drained.